Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator has loss of pressure issue. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the service technician was unable to verify the reported "loss of pressure during nppv mode" problem. Attempted to power on the vent but the batteries had no charge. Connected a known good ac adapter, patient circuit, and vt plus gas flow analyzer. Powered the vent on with the customer's settings. The unit passed 117.4 hours of extended testing, initial final test and the initial alarm volume test. Unable to duplicate the reported problem. Service tech was unable to verify the reported "display has went blank" problem. Performed the display check multiple times and passed. Passed 114.4 hours of extended testing. Passed the initial final test and the initial alarm volume test. Unable to duplicate the reported problem.